Event description:
It was reported that during a da vinci hysterectomy procedure, the cable on the pk dissecting forceps instrument broke. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The pk dissecting forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation was not able find any damage to the cables at the wrist or at the backend of the instrument. Failure analysis investigation also found that the distal end of the instrument's main tube exhibited various scratch marks with light material removed. The scratches were .104 - .162 in length and not aligned with the tube axis. No other damage was found. It was concluded that the main tube damage may have been due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the damage to the main tube found during failure analysis, if to reoccur, could cause or contribute to an adverse event.